Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for low battery voltage. Device image could not be obtained due to poor telemetry. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed. The device met its overall longevity requirement. However, a sharp voltage drop was noted on the device battery profile. With an external power supply connected, the device tested normal and all specifications were met. The battery was sent to the manufacturer. No anomalies were found. The cause of the premature battery depletion remains unknown.